Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via call that the customer had low blood glucose level of 47 mg/dl. Customer had blood glucose levels of 127 and 287 mg/dl. Customer declined troubleshooting for high and low blood glucose level. It was unknown whether the customer was using auto mode or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No bolus delivery anomalies noted during testing. Device functioning properly. (B)(4).